Manufacturer narrative:
Title radiofrequency ablation versus endoscopic submucosal dissection in treating large early esophageal squamous cell neoplasia. Source medicine vol.94, (1 - 7), 2015, article number: 49. Date of publication: 12 nov 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
Retrospective cohort study of 18 patients with ¿¿large¿¿ early esophageal squamous cell neoplasia (escn) treated endoscopically. Histological results revealed squamous high-grade dysplasia or mucosal squamous cell carcinoma. History includes: alcohol use (17), cigarette smoker (15), body mass index (22 +-2.9 dg), tumor size (72.2 +-42.8mm). Patients were treated with radiofrequency ablation (rfa) using halo360 (catheter, generator, sizing balloon) and ablation (12 j/cm2) -clean-ablation (12 j/cm2) regimen. Immediately after the rfa procedure, at least 4 endoscopic biopsies every 2 cm were taken over the treatment area. After the procedure, the patients were administered esomeprazole 40mg daily, and sucralfate suspension 5ml (200 mg/ml) 4 times daily for 1 month. Acetaminophen and an oral narcotic were prescribed as needed. The patients received follow-up endoscopy with image-enhancing modalities at 1, 3, and 6 months after the procedure and every 6 months thereafter. If residual squamous intraepithelial neoplasms were detected during follow-up endoscopy, focal ablation with the halo90 system or apc with competitor product. Of the 18 patients, 4 did not achieve a complete response after rfa. Three patients had residual high-grade dysplasia at 1 month which was eradicated with focal-type rfa or apc. One patient was found to have invasive cancer of the muscularis mucosa in a histological evaluation immediately postablation, and rescue therapy with chemoradiation was performed. One patient experienced recurrence. Four patients developed stenosis that required dilation. O stricture rate in lesions occupying more than 3/4 of the circumference.